Event description:
It was reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose (bg) level was 42 mg/dl. Cause of low bg was unknown. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged low blood glucose issue could not be verified. No pump was received for investigation therefore no evaluation could be performed for the cartridge change error allegation.